Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately one year and six months post filter deployment, the patient was diagnosed with thrombus above the filter. The device was removed percutaneously. However, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and six months post filter deployment, an ultrasound venous duplex of left lower extremity revealed that extensive right lower extremity deep vein thrombosis extending into the iliac veins as well as thrombus into the inferior vena cava through the level of the indwelling filter. Three days later, an inferior vena cavogram revealed that there was occlusive intraluminal thrombus within the infrarenal inferior vena cava through the filter. There was also the suggestion of thrombus just cephalad to the filter. Initiation of ultrasound accelerated catheter directed thrombolysis with tpa at 0.5 mg per hour. Subsequently few days later, another inferior vena cavogram reveals thrombus within and extending slightly above the filter. Later, venogram was performed and it revealed there was irregularity in the vena cava below the filter with residual thrombus and or stenosis. With the filter itself, filling defect at the apex of the filter was identified and the inferior vena cava above the filter was patent. Mechanical thrombectomy of the iliac vein and thrombectomy of the filter was performed. However, there was persistent filling defect within the apex of the filter. Eventually, one day later, the patient scheduled for the filter retrieval. Initial venography performed through the sheath reveals recurrent partial thrombosis of the inferior vena cava with persistent filling defects within the apex of the filter itself. The decision was made to retrieve the filter, the filter was retrieved in the standard fashion. Additional mechanical and suction thrombectomy was performed with venous angioplasty. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for the alleged deficiency as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 09/2017 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 09/2017.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately one year and six months post filter deployment, the patient was diagnosed with thrombus above the filter. The device was removed percutaneously. However, the current status of the patient is unknown.